Event description:
Caller reported that a malfunction occurred during a pump software update, which was stuck at 45%. There was no adverse impact to the customer's blood glucose level. Efforts to reset the pump were unsuccessful, prompting technical support to arrange for a replacement pump. The caller was instructed on using a backup insulin pump and guided on returning the malfunctioning pump. They were informed about programming settings and connecting their cgm to the new pump.